Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable pulse generator (ipg) battery voltage was incorrectly low. It was reported that the voltage corrected without intervention and the ipg remains in use. No patient complications have been reported as a result of this event.